Event description:
It was reported that unspecified bd¿ tubing had air in the line. The following information was provided by the initial reporter: it was reported that there was air all the way to the distal end of the pump channel. Verbatim: at the beginning of rn's shift, a new fentanyl bag was hung new tubing was not needed, so it was a full looml bag. At 0550 the IV pump channel alarmed fluid side empty. There was air all the way to the distal end of the pump channel, the bag was empty, the tubing chamber was collapsing on itself, however there was still 20ml to be infused. A new bag was hung. Day shift rn was aware of the issue, should it happen again. The channel alarmed air in line for day shift rn and bag was empty with approx iml vtbi. Concerns made by this rn to nurse manager at beginning of noc shift. Channel changed out and work order placed.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that there was air all the way to the distal end of the pump channel. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The initial reporter also notified the FDA on 18 may, 2021. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubing had air in the line. The following information was provided by the initial reporter: it was reported that there was air all the way to the distal end of the pump channel. Verbatim: at the beginning of rn's shift, a new fentanyl bag was hung new tubing was not needed, so it was a full looml bag. At 0550 the IV pump channel alarmed fluid side empty. There was air all the way to the distal end of the pump channel, the bag was empty, the tubing chamber was collapsing on itself, however there was still 20ml to be infused. A new bag was hung. Day shift rn was aware of the issue, should it happen again. The channel alarmed air in line for day shift rn and bag was empty with approx iml vtbi. Concerns made by this rn to nurse manager at beginning of noc shift. Channel changed out and work order placed.